Event description:
Boston scientific received information that the physician has detected some unusual activity from the patient's device. The physician suspected that a lead had come loose and would schedule an x-ray. Additional information has been received and this patient's left ventricular (lv) lead was found to be dislodged. The patient had mentioned that when on their way to the clinic they had tripped and fallen. There are no issues with this patient's device. A future procedure has been scheduled to revise this patient's lv lead. No adverse patient effects reported.

Manufacturer narrative:
The lv lead was surgically abandoned at the time of removal from service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this lv lead was electively replaced due to the previously described issue. This lead has not been returned to boston scientific.

Manufacturer narrative:
Most recently, information was received from the boston scientific local area sales representative that at the time of lv lead revision, chest x-ray revealed that the right atrial lead was also fractured. The rep stated that there was never any dislodgement and no additional leads issues of any kind beyond the intervention on the fractured lv and ra leads. The rv lead remains actively in service without allegation.